Event description:
A customer contacted beckman coulter inc. (Bci) to report that the synchron lx20 analyzer generated erroneous electrolyte (na, cl, co2, and calc) results. The customer did not state how many samples were affected. Repeat testing on an alternate instrument generated lower results, which were reported out of the lab. There were no effects on patient treatment or diagnosis as erroneous results were not reported out of the lab.

Manufacturer narrative:
Sample collection and centrifugation data were not provided. Qc on the evening of 04/20/2011 recovered were either high or on the high end of the lab-established ranges. Qc on (B)(4) 2011 was within lab-established ranges. Bci field service engineer (fse) found that the ratio pump was worn and bubbles in the pump. Fse replaced ratio pump, na electrodes and a broken calc electrode body. Performance was verified.